Manufacturer narrative:
The reported event of insulation abrasion was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
Related manufacturer reference number: 2017865-2021-36001, related manufacturer reference number: 2017865-2021-36003. It was reported that the patient presented to the clinic for a follow-up on (B)(6) 2021. During examination of leads, it was noted that the right ventricular (rv) lead had high capture threshold. Physician decided to explant the lead. While performing the explant procedure, right atrial (ra) lead was explanted as it was not needed anymore. Left ventricular (lv) was explanted along with other leads as it was adhered to rv lead. Physician placed a new rv lead and lv lead on (B)(6) 2021. After implanting the leads, physician felt that the newly implanted rv lead might have had abrasions due to extraction tools. The new rv lead was explanted and replaced with another lead in the same procedure. The patient was stable before, during and after the procedure.